Manufacturer narrative:
The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia repair procedure, the patient side cart (psc) would not connect and a ¿psc not connected¿ message was displayed. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the blue fiber cable on the back of the psc had no light and the power button was circling blue. The isi technical service engineer (tse) instructed the csr to perform multiple hard power cycles, replace the blue fiber cable, and switch the fiber ports on the back of the vision side cart (vsc) but the issue persisted. The customer then experienced a non-recoverable fault 31030, indicating that the cart/console did not restart properly. At that time, the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the issue occurred post anesthesia and port placement. The customer attempted to drive the psc when the error message was observed. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Error 31030 was present on the psc. After being powered up successfully the psc would randomly shutdown. While the psc attempted to self reboot, the system power manager (spm) could be heard clicking and switching off/on repeatedly. The fse replaced spm and universal power distributor (upd) at the patient cart to resolve the issue.

Manufacturer narrative:
The unit was re-evaluated and upgraded/re-worked. The integrated supervisory circuits power management component, thick film resistors component, and jumper wire was installed. The unit passed testing and no additional findings were noted.